Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they noticed a jolting sensation down their legs when touching the lead insertion incision. The patient was advised to turn off stimulation and touch the incision site and they had no jolting sensation when stimulation was off. It was noted that the low dose stimulation had been working well at covering the bilateral leg pain since implant. The patient¿s pain was still being covered by stimulation when on and the jolting only occurred when touching the incision site. The patient explained that when they pushed on the site the sensation was like there was a short circuit or they put their finger in a socket but when they stand normally they felt paresthesia as appropriate for coverage. The indication for use was non-malignant pain. Additional information received from the patient and the rep reiterated that the patient was feeling a jolting sensation in the lower back of their legs and reported that the impedance values at electrode 6 show >40,000 ohms. When sitting, all pairings with electrode 6 were >40,000 ohm. When placing pressure on incision site, all pairings with electrodes 3 and 6 were >40,000 ohms and when in a twisting motion only electrode 6 was >40,000 ohms. It was noted that the patient was still getting good coverage and wanted to keep stimulation on despite the jolting sensations.